Event description:
It was reported that the external pulse generator (epg) was being used with a new battery, and the battery depleted approximately two days later while in use. In addition, patient's intrinsic rate appeared, and the setting output was changed, but "the patient's condition remained the same." The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) this event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.